Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a catheter break occurred. The approach was axillary. The lesion being treated was located in the superficial femoral artery. Following advancement of the wire, the spcb flextome cutting balloon was advanced through the sheath. As the balloon was being advanced out of the sheath, the wire kinked. The spcb flextome balloon became caught in the kink of the wire, and the catheter snapped at the monorail portion. The physician was able to successfully snare the devices. The physician then continued the procedure with a femoral approach and the procedure was successfully completed with another cutting balloon. No pt complications were reported, and pt's status was reported as 'fine'.